Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a leak during an infusion of paclitaxel. The leak was identified between the connection of the ch10 (chemoclave® bag spike) and ch3034 (bag spike adapter). Additionally, there was no patient involvement, adverse event or delay in critical therapy. No further information was provided.

Manufacturer narrative:
The ch3034 or ch10 product samples from the event were not returned for testing and investigation. Additionally, the customer was unable to provide video or photographs for evaluation. The manufacturing batch record was reviewed and there were no non-conformances identified that would have contributed to the reported event. A probable cause cannot be identified based on the information that has been provided.